Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from a revaclear 300 during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The following additional information was provided. The reported issue was an internal blood leak event. The actual device was not available; however, photographs were provided for evaluation. Visual inspection of the photos showed the device connected for hemodialysis therapy, with blood visible inside the header at the level of the gasket. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. The blood loss in a single internal leakage event will be limited to the volume contained in the extracorporeal circuit if not returned to the patient, which corresponds to 5 -10% of the patient¿s blood volume. This minor blood loss is not expected to result in any significant patient harm in a vast number of patients and does not have the likelihood to cause or contribute to death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.